Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensing of noisy signals with pacing inhibition and inappropriate therapy delivery. The device has reached elective replacement indicator (eri). The noise is only present on the ventricular rate sense channel. The impedance and threshold values for the ventricular rate/sense lead are acceptable and within normal limits.